Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11881. It was reported that the patient had high impedances on all contacts. Testing confirmed that the cause of the high impedances were the lead extensions. In turn, surgical intervention was undertaken wherein the extensions were explanted and replaced. Post-operatively all impedances were normal and stimulation therapy was restored.